Manufacturer narrative:
The fsr replaced the abd module. The unit operated to the manufacturer's specifications. The suspect device will be returned to the manufacturer for evaluation.

Event description:
Upon receipt of the device, the field service representative (fsr) reported that the light emitting diode (led) light on the air bubble detector (abd) stayed green and would not cycle through the other colors. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician observed the light emitting diode (led) to stay green at start-up, never illuminating amber or red. The printed circuit board was noted to have charred resistors preventing the device from properly functioning. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.